Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform displacement test due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. The insulin pump was exposed to fluid. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.